Event description:
While drawing lab the tip of the cannula broke off in the injection site of the catheter. A similar cannula was removed from a 10 cc syringe and placed on a vacuum collection tube to finish lab draw. The cannula tip broke off during the lab draw.